Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when they ligated the vessel, the surgeon was able to squeeze the handle and the jaws did not close. They changed new clip to complete the case. There was no patient injury.